Event description:
It was reported that twenty coils were successfully placed in the unruptured aneurysm located at the tip of the basilar artery. Two days post procedure, the patient experienced a headache and a subarachnoid hemorrhage was noted. The patient experienced a "heavy" headache thirteen days post procedure, therefore, an angiography was performed. Angiography indicated that a new aneurysm had formed behind the embolized aneurysm. A second coil embolization procedure was performed to treat the new aneurysm. The physician continues to monitor the patient's condition.

Manufacturer narrative:
For no allegation of malfunction or non-conformance contributing to the reported event.